Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that kinks in the catheter as well as a kink in the cannula were found. The root cause of the reported issue was determined to be patient condition as the patient had stenosis in their aorta. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During insertion, the device was prepped and attempted to advance but stenosis in aortic and after multiple attempts, device kinked in aortic arch. Wire was pulled an able to slowly pull into iliac and straighten device and remove and replaced. No patient harm was reported.